Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received erroneous results for two patient samples tested with elecsys ft3 iii on a cobas 8000 e 801 module. One of the two samples also had erroneous results for the elecsys tsh assay. This medwatch will apply to the tsh assay. Please refer to the medwatch with patient identifier (B)(6) for information related to the ft3 assay. Refer to the attachment for all patient data. The erroneous values are highlighted in yellow. The samples were initially tested on the customer's e 801 analyzer on (B)(6) 2019. The samples were repeated on a centaur analyzer. The samples were also provided for investigation where they were tested on a cobas e 411 immunoassay analyzer on (B)(6) 2019. The serial number of the e 801 analyzer used by the customer was asked for, but not provided. The serial number of the e 411 analyzer used for investigation is (B)(4). Tsh reagent lot number 349487, with an expiration date of 28-apr-2019 was used on this analyzer.

Manufacturer narrative:
Sample was provided for testing. The investigation found results were within normal reference range when using roche diagnostics analyzers. When testing on a siemen¿s analyzer, ther results were considerably above the normal reference range. The observed difference between roche diagnostics analyzers verses a competitor system is most likely related to an interfering factor but without additional sample additional analysis could not be completed. Based on the provided data, a general reagent issue can be excluded. The investigation did not identify a product problem. The cause of the event could not be determined.